Event description:
It was reported that the patient was at the hospital for a scheduled extraction. The right ventricular (rv) lead was extracted due to over-sensing caused by noise. The patient has a complete heart block, hence the over-sensing caused pacing inhibition and dizziness. The rv lead was successfully extracted and replaced with a competitor lead. The patient was stable before, during, and after the procedure.